Event description:
The initial reporter reported they received discrepant results for one patient sample tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas integra 400 plus. The sample initially resulted in an hba1c value of 9.1 %. The doctor questioned the value. The sample was repeated, resulting in an hba1c value of 5.7 %. The repeat value was deemed correct.

Manufacturer narrative:
The customer stated that calibration and controls were within range. The field service engineer found an o-ring and washer missing from a cleaner connection. The investigation could not identify a product problem. The cause of the event could not be determined.